Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a generator change-out due to normal eri, lead noise was discovered after hv therapy was delivered for dft testing. The physician elected to cap and replace the lead during the procedure on (B)(6) 2016. The patient was stable post-procedure.